Manufacturer narrative:
Additional information received that the leak was between 400-600ml. Based on the information available, this issue did not cause or contribute to a death or serious injury and it is unlikely to result in a death or serious injury, illness, deterioration of state of health or harm should it recur. A leak rate of 750 ml or lower is insufficient to affect device ventilation. H3 other text: additional information received that the leak was between 400-600ml. Based on the information available, this issue did not cause or contribute to a death or serious injury and it is unlikely to result in a death or serious injury, illness, deterioration of state of health or harm should it recur. A leak rate of 750 ml or lower is insufficient to affect device ventilation.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a large leak. There was no report of patient involvement.